Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date of event: unknown. Did the event happen during a procedure? Unknown. Event outcome/how was it managed? Tssu informed us, they have no information about where/how it happened was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Unknown. Nothing mentioned. Please give a detailed explanation of the event: screw separation on trial liner.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned. The provided photograph confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.